Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that it looks like her insulin pump screen has black dots in it. Customer's blood glucose was 213 mg/dl at the time of the incident. Customer noticed the black dots about 10 minutes ago and had the pump in her pocket. Customer stated that it looks like ink is spread out on the screen and it looks like a glare. Customer had the pump in her pocket all day and did not report any visible pump damage. Customer stated that the drive support cap appears normal. Customer performed the displacement test and the pump passed. Customer stated that the weather may have played a factor into the black dots because now the screen looks fine. Customer was advised to monitor the pump. Customer stated that she has to tilt the screen to see the numbers but she can see the settings.